Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer had a complaint about a discrepant inr result between the customer's coaguchek xs meter serial number (B)(4) and a lab using an unknown reagent. At 11:04 am, the customer tested by fingerstick with the meter and the result was 7.9 inr. At 3:38 pm, the a venous lab test was done and the result was 4.6 inr. There was no allegation of an adverse event. The customer's therapeutic range is 3.0-4.0 inr. The customer reported a hemoglobin result of 11.4 g/dl on (B)(6) 2018. The customer does not take heparin or direct thrombin inhibitors. The customer's coumadin dose was not changed based on the meter reading. The customer does not have any new illnesses, new medications or diet changes. Customer has no symptoms of bleeding or bruising. Retention test strips (294942) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.